Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that on several instances over the past few weeks, while the physician is aspirating using the 60cc syringe, fluid is leaking from the back of the syringe. It was noted the black plunger does not appear to be sealed properly. There have no pt complications reported.